Event description:
It was reported that the micro fx universal drill broke during a procedure. The doctor was able to pull the drill bit out of the patient and used another drill bit.

Event description:
It was reported that the micro fx universal drill broke during a procedure. The doctor was able to pull the drill bit out of the patient and used another drill bit.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed that the cable broke at the proximal end, where the cable connects to the drive shaft. There are many possible root causes for proximal coil breakage, including inadequate design, product manufactured out of specification, and/or user error. The most likely root cause is excessive force on the drill while skiving, based on experimental testing. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.